Event description:
It was reported that the customer experienced ongoing intermittent fluctuating blood glucose (bg) levels. As a result, the customer went to the emergency room (ER) on (B)(6) 2023 with fluctuating bg levels that ranged from 37 mg/dl to 395 mg/dl and moderate ketones; cause was unknown. Customer consumed carbohydrates prior to the ER, and was treated with intravenous fluids of saline, insulin, and zofran for nausea while in the ER. Customer was released from the ER 8 hours later with no permanent damage and the issue resolved. Tandem technical support performed a pump review and determined the pump to be functioning as intended. Recommendation was made to discuss diabetes management with a health care professional.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.